Event description:
It was reported that the pt received an implant at an unk date and was revised on (B)(6) 2011.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on 06/24/2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and revised (B)(6) 2011 due to pain and loosening. The implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. During the visual examination the durom acetabular component presented minor light third body material present on the articulating surface and rim, third body material present. Metasul ldh large diameter head presented third body material and unidentified blue discoloring of the inner taper surface. The collared natural porous hip stem, presented wear and mild third body debris on the porous coating. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).